Event description:
The healthcare facility alleges that the pt had "yellowing of the skin" under the chg gel pad of the dressing. The diagnosis was unk, but the event occurred post-surgical four days. The dressing was in place for more than 24 hours before the symptom developed. Multiple tegaderm chg dressings had been applied on this pt. The catheter was removed as a result of this incident. Due to the symptoms, the use of the tegaderm chg dressing was discontinued. The outcome of the incident was improving and no further treatment was needed.

Manufacturer narrative:
Conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.